Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was post-paced t-wave over-sensing (pptwos). The ICD was reprogrammed. Further information was requested but not received.

Event description:
Additional information received indicated the event was discovered remotely via merlin.net. The patient was asymptomatic and stable post programming changes.